Manufacturer narrative:
(B)(4). A retained sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. Leak, force and fill tests were performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. No failures were observed during incoming inspection. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a loss of prime issue. The reporter stated that a loss of prime warning had occurred 3 or more times and denied any changes in force or temperature. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.